Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: before applying the blunt tip trocar 10mm (oms-t10bt) on the patient, a scrub nurse tried to check ballooning of the trocar, using a syringe. However, ballooning did not work at all, even though the air went through the "inflation bulb" completely from the syringe. And leakage sound could be heard from somewhere around "the inflation bulb." As a result, the scrub nurse replaced the broken trocar with new one, oms-t10bt. And there was no damage to the patient.